Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# j0519355v serial# implanted: 2005-04-18 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 15-mar-2009, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had the neurostimulator from 2014 removed, however they said that the lead was left in and is loose in body, which imaging confirmed. The patient said that this occurred in 2017 or 2018 by original implanting physician. When asked, patient doesn't know if their healthcare provider (hcp) attempted to remove the lead and said that it is too far deep and removing would cause a lot of pain for the patient or didn't even attempt. The patient said that the reason the neurostimulator was removed is because their ms condition has become worse and treating physician for ms would like patient to have MRI. The patient said that also there is a mass in right lower pelvic area and their treating physician wants the patient to have an MRI. The patient s aid that they have had an MRI before. The patient was redirected to their healthcare provider to further address the issue. The patient will call their managing hcp office for their neurostimulator to review their record and will get dates of surgeries and will call back so that the patient's record can be updated. The patient said they will also ask for them to check notes from last surgery to determine if the hcp even attempted to remove the lead. Additional information was received from the patient. They reported that when their hcp removed their system there was a lead/wire that was left implanted. The pt stated it is loose/freestanding, but stated it does not move around. The pt stated the lead is not attached to anything. The pt also reported that implant removal was painful as pt reported "the leads getting pulled out". The pt confirmed the lead was still implanted and they found out about the lead left implanted when doing recent medical workup (x-ray). The pt stated the lead is in the sacral nerve which is a big problem. The pt stated they had the workup done to get another implant, so that the pt can have MRI scans. The pt stated they have an ovarian cyst and when they went to do an x-ray they found the lead implanted so they said the pt cannot have an MRI scan. The pt stated they were told to have the lead removed, but the pt stated their hcp will not remove the lead and advised the pt have a general surgeon remove it. The pt stated they have contacted another surgeon and they won't remove it and redirected pt back to their managing hcp. The pt stated no one will touch them to perform MRI unless they can get something from the manufacturer saying the pt can have an MRI scan. Reviewed MRI guidelines regarding partial systems and redirected the pt to their hcp to further discuss. The pt stated their hcp has told them that they can have an MRI scan with lead left implanted. Recommended hcp call technical services to review/obtain MRI guidelines. The pt stated they need an MRI scan of their brain because their ms is progressing to get on medication to help slow the progression. The pt stated last time they called they were told their device registration was not updated. Reviewed device registration and warm transferred pt to device registration at call closure.